Event description:
Treatment of a right ruptured hypophyseal saccular aneurysm measuring 30mm x 10mm. During the pipeline deployment, it was reported that balloon angioplasty was required to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).